Event description:
Additional information: symptoms have resolved approximately 3 months after injection.

Manufacturer narrative:
Additional information: date of event.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a patient experienced "bumps in the lower lip", "swelling that comes and goes¿, "delayed hypersensitivity or non-inflammatory nodules¿ after they were injected in the perioral rhytids with one syringe of juvéderm volbella® xc. The patient does not have any pain or tenderness. Treatment is noted as steroids. Event resolution is unknown at this time. Healthcare professional indicated if the symptoms are found not to be improving, then the patient will be treated with hylenex.